Event description:
It was alleged that a nurse was injured while lifting the back rest of the stretcher with a heavy patient. The patient was not injured. Further information was not provided.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2016-00119. The serial number (B)(4) and catalog number 1089000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2016-00119 for full reporting.

Event description:
It was alleged that a nurse was injured while lifting the back rest of the stretcher with a heavy patient. The patient was not injured.